Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had perforated the inferior vena cava (ivc), stenosis of the ivc, device embedment, caval thrombosis and blood clots. The patient also underwent a complex filter removal with bleeding. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Blood clots, stenosis and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Perforation of the vessel wall, intimal tear and/or bleeding are known complications associated with retrieval of the filter. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: blood clots, icv stenosis, caval thrombosis, ivc perforation, embedment, complex removal and bleeding. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of multiple pulmonary emboli (pe). The patient¿s anticoagulation therapy had been discontinued prior to planned shoulder surgery. The indication for the filter was reported to be to prevent further pe while off this medication. The filter was implanted via the right femoral vein and placed in an infrarenal position. This was followed by the placement of a triple lumen catheter in the right subclavian vein. The procedure was completed without complications. Approximately eleven years after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc), stenosis of the ivc, caval thrombosis, device embedment and perforation of the filter strut(s) outside the ivc. In addition, the patient underwent an unsuccessful complex percutaneous filter retrieval that was associated with caval rupture and tear with internal bleeding requiring blood transfusion and the placement of ivc stents. This was followed by filter retrieval via a surgical abdominal and chest procedure. Post-operatively, the patient¿s course was complicated by multiple abscesses and surgeries, ¿frozen abdomen¿, ongoing abdominal and legs, pain, continuous issues with clotting and damage to the torso. The patient further reported having experienced anxiety, mental anguish, insomnia and nightmares. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately eleven years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Without procedural films for review the reported complications associated with the retrieval of the filter could not be confirmed and the exact cause could not be determined. According to the optease retrieval catheter IFU, complications associated with the retrieval of this filter can include rupture or perforation of the vessel and intimal tear (caval injury with subsequent bleeding). Due to the nature of the complaint, the reported leg and abdominal pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: blood clots, icv stenosis, caval thrombosis, ivc perforation, embedment, complex removal and bleeding. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient had multiple prior pulmonary emboli and was on coumadin therapy, which was discontinued for shoulder surgery. The filter was indicated to prevent further pulmonary emboli while the patient was off coumadin. Additionally, the patient had poor intravenous access and needed a central intravenous line placed. The filter was placed via the right femoral vein and deployed just inferior to the renal veins. Following the filter implant a triple lumen catheter was placed via the right subclavian vein. There were no reported complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, ivc stenosis, complex removal required, caval rupture with internal bleeding, blood transfusion, and placement of ivc stents. The patient also stated that approximately eleven years after the filter was implanted, there were attempts to remove the filter via an open abdominal procedure and via an open chest procedure; in addition to a percutaneous unsuccessful retrieval attempt, resulting in a torn vena cava. No procedural details provided. The patient reports suffering from multiple abscess and surgeries, a torn vena cava, ¿frozen abdomen¿, permanent abdominal pain, continuous complications with clotting; pain in abdomen and legs and damage to the torso. The patient further experienced anxiety related to the filter; insomnia and nightmares, suffered from post-traumatic stress disorder (ptsd) for three months after being in a coma.